Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a problem with ECG acquisition. No patient harm, serious injury or adverse event was reported. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. Repair service not done.

Manufacturer narrative:
Device not accessible for testing: (4117/213): device is not accessible for testing due to the customer not requesting repair service. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to the manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a problem with ECG acquisition. No patient harm, serious injury or adverse event was reported.